Manufacturer narrative:
In response to FDA report number mw5088604. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (late onset).

Event description:
Patient reported an unknown side "went septic at one point because immune system is out of control." Device remains implanted. This record will be for the right side.